Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7141829, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7143934, UDI: (B)(4).

Event description:
It was reported that during the implantation of the deep brain stimulation (dbs) system, the physician encountered an issue while tunneling the lead. The tunneling tool inadvertently exited the skin and then re-entered before reaching the pocket site in the chest. Due to the breach of the sterile field and potential contamination, the physician elected to replace both lead extensions and successfully re-tunneled the new extensions under sterile conditions. The patient subsequently experienced bleeding, pain, discomfort, swelling, and redness along the tunneling path. There were no other reported complications postoperatively. The physician attributed the tunneling complication to the sharpness and flimsiness of the tunneling tool.